Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 186mg/dl at the time of incident. Troubleshooting found that the pump was unable to complete the prime sequence. Customer also reported cracked on the battery compartment. No further details given.